Event description:
When I had essure implanted on (B)(6), 2012 they had trouble putting the right coil in. It was so painful that I cried. They finally supposedly got it in. I had heavy bleeding for several weeks then my periods were not normal for at least a year. Sometimes I would have 2 in one month. I have had medical problems and symptoms since I was implanted that I did not have before implantation. I have had irregular periods, painful periods, huge clots with my period, stiffness when standing, pain in lower abdomen, pelvic pain, pain on right side, lower back pain, cramping, terrible bloating looking as if I were pregnant, skin breakouts especially on face with clear fluid that leaves bad scars, a overall nausea and ill feeling, nausea when I eat, migraines, loss of libido and sexual dysfunction, breast tenderness, abdominal spasms and fluttering feeling, metabolic taste in mouth and food just doesn't tasted the same, heartburn, excessive gas, dizziness, brain fog forgetting stuff, feeling sad all the time, depression, mood swings, anxiety, vitamin d deficiency, skin itching, swelling ankles and feet, hair loss. (B)(4).

Event description:
Additional info received from the reporter on 07/09/2014: increased a1c levels since essure.